Event description:
It was reported that the customer was being taken to the hospital with high blood glucose readings of over 600 mg/dl. Customer stated that he has been sick in his stomach and also had an outpatient surgery for his leg. Spouse was asked to return the call to get further information on the hospitalization event. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.